Event description:
The reporter stated that rptr did back to back blood glucose tests, within 5 minutes. Rptr's results were 300 and 242 mg/dl. Rptr did not have any symptoms. During troubleshooting it was determined that the test strip holder has not been cleaned properly. A control solution test was not done due to unavailability of supplies. No harm was alleged.